Manufacturer narrative:
Unit passed displacement test sleep current measurement test, active current measurement test and self-test. No pump error 63, failed batt test alarms during testing. Thus software was utilized and downloaded trace/history files properly. However, found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on (B)(6) 2024 01:34:24, (B)(6) 2024 01:39:12.000 in the file history files. Pump 63 error due to hardware error. Also, found failed batt test alarm on 10/21/2024 01:34:27, 10/21/2024 01:39:54. Due to low battery. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, no pump error 63, failed batt test alarm during testing. However, pump error 63, failed batt test alarms in history on event date due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 63-hardware low level failures and battery failed alarm. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate, that pump should be replaced and pump passed self test. No harm requiring medical intervention was reported. Mmt-1885 was requested. And customer response was, the device will be returned. The customer will discontinue the use of the device.